Manufacturer narrative:
The abbott customer technical advocate confirmed that the customer was using codabar barcode labels, and there have been no changes to the barcode label vendor. No smudges, tears, bubbles, or obstructions were noted by the customer. Labels were positioned properly on the tubes and appeared to conform to the required specs in the operations manual. A field svc rep (fsr) was dispatched. An eval of the reader was performed and the fsr determined that the abc reader and the 2 associated barcode reader printed circuit boards needed replacement. After installation of the replacement parts, required verification procedures were performed to ensure the abc was performing as expected. Labeling: fpc operations manual, ln 6a97-27, pn: 74005-101 june 2004, section 4: performance characteristics and specs. General barcode requirements are detailed; this includes codabar labels the customer was using. Section 5: operating instructions, files mode: instructions for reviewing worklists. Worklist info is available whenever assays have been assigned to sample ids, or whenever sample ids have been registered to the sys. This list is used to verify that the correct samples have been identified and read by the abc/fpc for pipetting. Any discrepancies will be found when the worklist is examined. Section 9: svc and maintenance- abc maintenance. Routine maintenance procedures for the abc are described. These include cleaning sample tube carriers, replacing burnt out bulbs and replacing sample carrier flags. No direct maintenance on the barcode reader electronics is required. Section 10: troubleshooting and diagnostics - bar code observed problems. Probable causes for barcode misreads are described. After the field svc repair, there have been no other documented bar code reader issues at this site. There are no indications that a systemic issue exists with this product and no indication of a product deficiency. This is the final report.

Event description:
The customer reported that the automatic barcode reader (abc) on the commander flexible pipetting center (fpc) experienced several barcode misreads in which a couple of barcode character numerics appeared to have become switched when read. The customer was printing destination maps and worklists to ensure proper identification of samples when the misreads were noted.